Manufacturer narrative:
This follow-up report is being filed to relay part and lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01466 & 03484 / 03485).

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2002. Subsequently, an alleged revision occured on (B)(6) 2011 due to patient allegations of pain, discomfort, instability, dysfunction, dislocation, loss of range of motion, elevated metal ion level and metallosis. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2002. Subsequently, an alleged revision occured (B)(6) 2011 due to patient allegations of pain, discomfort, instability, dysfunction, dislocation, loss of range of motion, elevated metal ion level and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to pain, instability, dislocation, elevated cobalt ion levels, osteolysis and metallosis. The operative notes indicate increased vertical orientation and increased anteversion of the acetabular cup. The acetabular cup, modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.